Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking from the tubing, peristaltic head. The fsr replaced the tubing, peristaltic head and the cc cuv dry tip which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for(B)(6) revealed no additional tickets related to discrepant/erratic results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect (B)(6) did not identify any trends. A review of tracking and trending for the tubing, peristaltic head and the cc cuv dry tip did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) processing module for serial (B)(6) , the tubing, peristaltic head, or the cc cuv dry tip was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for one sample that was not reported out of the laboratory. The following data was provided (customer provided normal range: 1.60 to 2.60 mg/dl): (B)(6) 2022 sid (B)(6), initial result = 6.07 mg/dl, repeat = 1.52 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.